Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the complaint of low vacuum. The receiver mechanism was replaced for diagnostic purposes and will be returning for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/13/2008.

Event description:
The facility engineer reported that during surgery, a system message displayed. The surgeon reported that low vacuum has been a chronic problem with this system for months. The surgeon stated that the unit will prime normally, but that when he begins to use the vitrector, the cutter will work, but there will be little to no movement of the fluid. They have powered off and on and have switched out the cassettes but nothing seems to increase the fluid flow out of the eye. The nurse stated that during the case, there was a one hour delay in the case as they tried to get the system to function as expected and she confirmed that there was actually no system message displayed. She reports that the pt experienced corneal epithelial decompensation. The pt prognosis is good.